Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of turning off/on by itself could not be reproduced. Product did fail functional testing with a hand piece error. Cause of error is a right button stuck in the on position. After the button was unstuck it passed functional and high speed testing (100-10,000 rpms) for 5 minutes each in forward, reverse and oscillate directions. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. At no time during functional testing did the mdu start or stop of its own accord. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during surgery the dyonics elite handpiece was turning on and turning off. There was not a back up device available. Neither delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.